Manufacturer narrative:
Medical device: ddbc3d1 ICD implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead remains in use and no intervention occurred because the patient is in a nursing home with poor quality of life. No patient complications have been reported as a result of thisevent.